Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. Customer runs qc every 24 hours. System checks conducted before and after this event passed. The samples were collected in greiner, lithium heparin tubes with gel separators and centrifuged at 3,700 rpm for 15 minutes at ambient temperature. The specimens were sampled from the primary tubes. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and did not find instrument issues. The fse installed new aspirate probes and an incubator belt. The fse conducted diagnostic testing and obtained acceptable results. The fse verified the instrument performance per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from single patient samples that were generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 0.66ng/ml was obtained. The result was not reported out of the lab. On the same day, the customer re-tested the original sample for accu tni and a result of 0.25ng/ml was reported out of the lab. On the next day, the original sample was re-centrifuged and then re-tested for acci tni and a result of 0.09ng/ml was obtained. A corrected report has been submitted. The customer indicated that a 2nd sample was collected from the patient and tested for accu tni; the result was 0.10ng/ml. The 2nd sample was re-tested for accu tni and repeated result was 0.75ng/ml. The customer re-centrifuged the 2nd sample and then re-tested for accu tni and a result of 0.08ng/ml was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected to this event.